Manufacturer narrative:
(B)(4). D10: item # unkown, unkown screws, lot # unkown. G2: report source austria. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient underwent revision approximately 8 weeks post implantation due to fracture of the ncb plate for a periprosthetic fracture in the distal femur. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h2, h3, h6, h11. No product was returned or pictures provided; a product evaluation could not be performed. A review of the device manufacturing records could not be performed due to missing lot number. Review of the complaint history found no additional related complaints for this item. Due to the lack of the lot number, an additional lot search could not be performed. Based on the available information, the reported event cannot be confirmed, and a definitive root cause cannot be determined. No corrective, preventive or field action was taken following the investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.